Event description:
It was reported that the locking screw from two different articular surfaces would not engage with the taper plug. Surgery was completed without the use of a locking screw.

Manufacturer narrative:
Evaluation summary: there were no post-op x-rays provided to study the tibial fixation. It is unknown whether the taper plug was completely seated against the tibial stem before implantation. During impaction of the tibial baseplate, the taper plug might have detached distally if the taper was not seated properly. Based on the available information, probable cause for the alleged event cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.